Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. The defibrillation conductor was distorted and blood/body fluid was observed on the distal conductor (not obstructed). Blood was observed in/on the helix mechanism and sleevehead. There was implant damage.

Event description:
It was reported that the physician attempted to implant the lead, but was unable to advance the lead past the superior vena cava (svc) due to stenosis. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.